Manufacturer narrative:
Exact date of post-operative device breakage is unknown. However, breakage was discovered approximately four (4) months post-op. This report is for six (6) unknown screws. Per the facility, the complainant parts will not be returned to evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a right femur fracture with a less invasive stabilization system (liss) plate on an unknown date. Approximately four (4) months postoperative, the patient presented with pain. It was then discovered that the plate had broken at the level of the fracture on the distal of the plate at a screw hole. The plate and nine (9) screws (three of which were broken) were explanted during a revision procedure on (B)(6) 2015. A 4.5mm variable angle locking condylar plate (va-lcp) was then implanted. The procedure was completed successfully. This report is for six (6) unknown screws. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Added "smoker" to patient's comorbidities. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.